Manufacturer narrative:
The complaint could not be confirmed as no identified non-conformance was reported. Also no patient details were provided and no adverse consequences were reported. Discussions with sales rep revealed the or manager spoke to sterilization department again and the device is not broken anymore. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Our sales rep reported that it was observed that the nails can be fixed deficiently with the reported instrument. Due to this it aggravates insertion and extraction of the nails.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Our sales rep reported that it was observed that the nails can be fixed deficiently with the reported instrument. Due to this it aggravates insertion and extraction of the nails.